Event description:
The base frame and outer rail of the cot were bent causing the cot to lean. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation concluded that the base frame and outer rail of the cot were bent causing the cot to lean.

Event description:
It was reported via repair work order that the base frame of the cot was not functioning correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.